Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the bed end was bent out of box, the dealer states there was no damage to the carton.